Event description:
The user facility reported that after an ER patient's peripheral 18g IV was started, leaking was observed. Follow up communication with the user facility reported: leaking was observed between the peripheral catheter hub and connection to extension set; the IV was flushed with saline when it was noticed leaking around threads; baxter extension set # (B)(4) was the first extension set used; an rn attempted to connect two new extension sets to the same catheter and leak was again observed with new extensions; the IV was discontinued; a new IV was started in a different location; and there was no harm to the patient.

Manufacturer narrative:
A portion of the actual device was returned to the manufacturing facility and evaluated. We received only the catheter. The catheter was connected to the lock connector extension tube of the baxter extension set. There was blood noted on the connection between the catheter and lock connector, as well as inside the lock adapter. The catheter hub was screwed in the lock adapter shallowly and the plug inside the catheter hub did not push the hemostasis valve forward fully. This product code lot number/product code was produced on two different days; 02/12/2014 which was documented and also on 03/12/2014. The device was leak tested and a leak was observed from the connection between the catheter and lock connector. A review of the device history record and manufacturing inspection record confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although an exact cause cannot be determined based on the available information it is likely that the catheter was connected to the lock connector extension tube shallowly causing the leakage to occur. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).